Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the failure of the patient's board was caused by the deterioration due to long-term use. It has been more than six (6) years that the device was delivered.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported event of no image with older scopes due to a faulty patient board set. Additionally, the evaluation uncovered worn out video connector latch which caused poor connection to pigtails. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use the evis exera iii video system center does not display an image from 180 scopes. There was no patient harm or user injury reported due to the event.